Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's trainer that the pump is malfunctioning. The customer stated she got a no delivery and could not press any buttons. The customer's blood glucose was 900mg/dl, treated with fluids and insulin drip. The customer was hospitalized due to high blood glucose. The customer reported event was resolved by changing completed set.